Event description:
It was reported that the patient controlled analgesia (pca) module was not infusing. There was patient involvement, however outcome is unknown. Upon additional follow up with the customer it was determined that this was a user error that was resolved with user training. The end user did not realize the patient dose cord needed to be plugged in when running a pca+continuous infusion before the start button would appear. There was no harm to the patient.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.